Manufacturer narrative:
Main component of the system and other applicable components are: product ID 3037, serial # (B)(6), product type programmer, patient.

Event description:
The patient reported that they have a return of interstitial cystitis symptoms since a couple of days before date notified. It was also indicated that they have not been feeling stimulation since (B)(6) 2016, and that the patient programmer (pp) shows poor communication/inability to communicate with and without the antenna attached since the day before date notified. The patient was checked for uti but the results came back negative. There are no falls or trauma related to this event. Indication for implant is interstim - other.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.